Event description:
Reported malfunction occurred on pump, but no adverse impact to customer¿s blood glucose level was indicated. Technical support provided pump reset information, assisted caller with resetting, and confirmed no recurrence of malfunction code. Customer was advised to continue using pump and to report any recurring issues.